Event description:
Stent was placed due to cholesterol blockage. Currently, pt is experiencing severe left knee cap pain that radiates to his groin. His dr. Is recommending f/u test be performed as early as next week.